Manufacturer narrative:
On (B)(6) 2021, mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced capsular contracture baker grade IV on the left breast implant and baker grade ii on the right breast implant . As a result, the patient had undergone removal and replacement with mentor breast implant on (B)(6) 2019. This medwatch is for the right side.

Manufacturer narrative:
Additional information was received on june 15, 2022. The patient has fully recovered. H6 (medical device problem code a27): no product quality issue. Manufacturer¿s reference number: (B)(4). On june 15, 2022 mentor became aware that capsular contracture was erroneously reported with this device. The patient never suffered an consequence. Section h has been updated with the correct coding.

Manufacturer narrative:
On 7/13/2021, it was reported to mentor that the patient experienced baker grade ii capsular contracture on the left side. Manufacturer¿s reference number: (B)(4).